Event description:
When the physician removed the occlusion balloon wire from the patient the physician noticed that the occlusion balloon was damaged. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the patient and completed the procedure. The physician removed the occlusion balloon wire from the patient and examined the occlusion balloon material and the material was damaged, the occlusion balloon had deflated.